Event description:
It was reported that during hospitalization for a non-device related issue, it was noted that the pulse generator was not working properly. The device was explanted and replaced on (B)(6) 2014.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.